Manufacturer narrative:
Investigation conclusion: the customer¿s experience with the front screen not working was not confirmed in the log or replicated during testing. The source pcu s/n (B)(4) keypad was tested using asm v10.33 keypad test. There were no observation of non-functioning keys. The source pcu s/n (B)(4) keypad and display was tested in maintenance mode. The source pcu was completely disassembled. The electronic circuit boards were inspected and there was no observation of contamination or thermal damage. There is no evidence of fluid ingress anywhere inside of the pcu. The keypad flex cable was examined. There were no observations of creasing on the cable. A test infusion was programmed following the user¿s programming key strokes from the pcu event log. During the programming there were no observations of non-functioning keys. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement .

Event description:
The customer reported that the front screen did not work and was found in a patient's room when it broke. The customer is unable to validate whether the device was attached to the patient at the time of the event, therefore there is no indication that there was patient involvement.